Event description:
On (B)(6) 2011, the patient reported the down button of his infusion device no longer responds. He noticed the issue about 2 weeks ago while attempting to bolus. He is currently using his backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.